Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, it was confirmed in the log that an error code (mach_flow_drift_high) had occurred while the device was in standby status. It was considered that abnormality in the flow senor was detected at the self-check after transitioning to standby mode. The device's flow sensor was replaced to address the issue. In addition, since dirt was confirmed, the blower assembly, and air inlet foam filter were replaced.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, it was confirmed in the log that an error code (mach_flow_drift_high) had occurred while the device was in standby status. It was considered that abnormality in the flow senor was detected at the self-check after transitioning to standby mode. The device's flow sensor was replaced to address the issue. In addition, since dirt was confirmed, the blower assembly, and air inlet foam filter were replaced. New information: the flow sensor was sent to the manufacturer's product quality investigation laboratory (pil) for evaluation. The pil was unable to confirm the failure of the flow sensor. The flow sensor was visually inspected and found contamination. The flow sensor was placed on the test lung and therapy was run for approximately 1 hr without issue or error codes being logged. The flow sensor was then tested on the multifunctional test station and passed all testing. It was determined that the flow sensor operates as designed.